Manufacturer narrative:
Device analysis report attached. This report is submitted on july 16, 2024.

Manufacturer narrative:
This report is submitted on december 1, 2020.

Event description:
Per the clinic, the patient experienced an injury while riding a bicycle, resulting in a loss of hearing performance with device use. The patient was treated with oral antibiotics in (B)(6) 2020 (date and duration not reported); however the issue could not be resolved. The device was explanted on (B)(6) 2020, and the patient was reimplanted with a new device.